Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 5fr 10cm glidesheath slender and a powerflex 7mm x 8 cm, 0.035", 5 fr balloon was returned for product evaluation. No other components were received for product evaluation. Visual inspection revealed that the sheath was folded in reverse. Dimensional testing was performed. The inner diameter of the tip of the sheath was measured to be 1.75 mm which was within the manufacturer's specification of 1.69-1.80mm. Based on the returned device, the complaint can be confirmed for the sheath/catheter mechanical separation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was performing balloon-assisted maturation procedure for a dialysis fistula. He gained access via the radial artery with a 5fr glidesheath slender. The doctor first used a 6x80 cordis powerflex pta balloon, and then completed the procedure with a 7x80 cordis powerflex balloon. As he was removing the balloon, the top portion of the sheath that includes the valve was detached from the body of the sheath. The doctor was forced to remove the balloon and the rest of the sheath together with the balloon catheter still in the sheath body. He immediately applied direct pressure to the access site and was able to successfully place a tr band. There was no unexpected blood loss, however the estimated blood loss was less than 250cc. There was no patient injury/medical or surgical intervention required. The procedure outcome was successful. The patient was reported to be in stable condition. Additional information was received on 22jan2021. The part number for the cordis powerflex pro used was 4400708s.